Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, four months after the implant procedure, the implantable cardiac monitor (icm) was not able to be interrogated by remote monitor or the programmer. The patient stated that the icm was "not working" and that the "battery presumably is dead." The device remains in use. No patient complications have been reported as a result of this event.